Event description:
It was reported that during a procedure, the anchor of the device was broken during the insertion. No significant delay was reported. Backup device was available to complete the procedure and no patient injuries were reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship found between the device and the reported incident. Visual inspection of the returned magnum2 knotless implant om-1502 shows a deployed device. The implant at distal end is not detached or broken as reported. The snare line with no sutures is reeled into the wheel. The suture lock button is not pressed down probably causing the complaint. There are no manufacturing abnormalities visually observed with the returned instrument. The complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) improper suture loading, (2) excessive tensioning or (3) improper alignment of the inserter handle with the bone hole. The instructions for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.